Manufacturer narrative:
H3. Investigation summary: bd received 2 photographs, 1 video and 1 sample from the customer in support of this complaint. Evaluation of all indicated the cap with the missing stopper. 100 retained samples were visually inspected, and no missing stoppers were found. Bd was able to confirm the customer¿s indicated failure mode with the photos, video and sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the stopper was missing. There was no patient impact. The following information was provided by the initial reporter: once they open the rack/100 they observed that 1 tube is lack of rubber which should be attached to the hemogard closure. No rubber attached to the hemogard closure.